Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room after being implanted due to chest pain. An EKG and a stress test were performed and no anomalies were found. Follow-up revealed the patient is doing well.